Event description:
Tampon string broke. [Device breakage] case narrative: consumer reported via phone that the tampon string broke. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.